Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked with power injector.

Event description:
No additional information available.

Manufacturer narrative:
1.DHR/bhr review (lot#4052011): 1)the products of this batch were assembled at intima ii auto line 2 in mar 2024, and packaged at r240 package line in mar 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Function test (45psi leakage test) is performed on retained sample of the complaint batch, the result is qualified, no leakage is found. 4. This device (sku 383083) has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high-pressure injection, the root cause of the complaint may be related to the incorrect use of the product.